Event description:
Cadd pca rn noted dripping from the tubing near the clamp, medicine was dripping from tubing while infusing, pump and tubing removed from patient use.

Manufacturer narrative:
For type of device: set, administration, intravascular,

Event description:
Cadd pca rn noted dripping from the tubing near the clamp, medicine was dripping from tubing while infusing, pump and tubing removed from patient use.

Event description:
Cadd pca rn noted dripping from the tubing near the clamp, medicine was dripping from tubing while infusing, pump and tubing removed from patient use.